Event description:
It was reported that an (B)(6) female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. In additional follow-up, the patient¿s home therapy registered nurse educator (htrne) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of mild abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 21,960 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1.0 gram every 3 days x 21 days, and ceftazidime 1.0 gram daily x 21 days. The peritoneal effluent culture result returned positive for stenotrophomonas maltophilia, and causality was attributed to the patient not wearing a mask during initiation and termination of therapy. Additionally, the patient¿s spouse reported there was drowsiness when assisting the patient with treatments, which could have led to a break in the technique. On (B)(6) 2021, a follow-up sampling of the peritoneal effluent fluid revealed the wbc count decreased to 338 u/l. The htrne will be educating the patient¿s daughter to assist in the patient¿s pd treatments, and education will be provided regarding measures to prevent peritonitis (proper ppe usage) as well as a home evaluation. The patient remains on ccpd therapy, utilizing the same liberty select cycler as before the events. The htrne reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction and is recovering from the events. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by mild abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the htrne, causality was attributed to the patient not wearing a mask during initiation and termination of therapy. Additionally, the patient¿s spouse reported being tired while performing the patient¿s treatment, which possibly led to a break in technique. Per the htrne, the events were unrelated to any fresenius device(s) and/or product(s). Stenotrophomonas maltophilia infections are of particular concern for immunocompromised individuals (given virulency), and is found in aqueous habitats, animals, foods, water sources, and is commonly found in respiratory tract infections. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an 87-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. In additional follow-up, the patient¿s home therapy registered nurse educator (htrne) reported the patient presented to the outpatient home dialysis clinic on 22/nov/2021 with complaints of mild abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 21,960 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1.0 gram every 3 days x 21 days, and ceftazidime 1.0 gram daily x 21 days. The peritoneal effluent culture result returned positive for stenotrophomonas maltophilia, and causality was attributed to the patient not wearing a mask during initiation and termination of therapy. Additionally, the patient¿s spouse reported there was drowsiness when assisting the patient with treatments, which could have led to a break in the technique. On 24/dec/2021, a follow-up sampling of the peritoneal effluent fluid revealed the wbc count decreased to 338 u/l. The htrne will be educating the patient¿s daughter to assist in the patient¿s pd treatments, and education will be provided regarding measures to prevent peritonitis (proper ppe usage) as well as a home evaluation. The patient remains on ccpd therapy, utilizing the same liberty select cycler as before the events. The htrne reported the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction and is recovering from the events. The cycler set is not available to be returned for manufacturing evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.